Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of the instrument, it was found that the reamer had a crack in it. There was no patient involvement and no adverse consequences as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
H6: component code: mechanical (g04) - drill. One full tooth 420 acet rmr 46mm item# 39-420146 lot# 94638132 was returned and evaluated. Upon visual inspection there was a crack located in the teeth above the 44mm etch. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.